Event description:
The customer reported obtaining h/h (hemoglobin and hematocrit) results which did not match results obtained from a manual hct (hematocrit) or hgb (hemoglobin) estimate for three (3) patients, on separate days, involving two unicel dxh 800 coulter cellular analysis systems. The customer stated that the manual estimate performed on the samples were considered correct and reported out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer confirmed the h/h results by a manual method (spun hct) when the automated h/h results did not match the samples provided. This report references unicel dxh 800 coulter cellular analysis systems serial number (B)(4) on the event date noted. Data review indicated that lower results without instrument generated messages, except for sample 3, were obtained for hgb (hemoglobin), hct (hematocrit), mch (mean corpuscular hemoglobin), and mchc (mean corpuscular hemoglobin concentration) for all the samples run on the two dxh 800 instruments. Sample 3 recovered "rbc (red blood cell) frag/micro" messages on both dxh 800 instruments. Although results obtained for sample 3 on both instruments correlated, the customer considered both incorrect. Definitive "h/h check failed" messages were recovered for all three samples.

Manufacturer narrative:
Additional information: raw data files for the samples were not available for collection for this event. The beckman coulter field service engineer (fse) advised the customer to re-calibrate both unicel dxh 800 coulter cellular analysis systems involved in the event and no further issues were reported by the customer.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to collect raw data for analysis. Raw data files have not been received and the cause of the discrepant results cannot be determined at this time. All related medwatch reports associated with this event: 1061932-2013-00812, 1061932-2013-00813, 1061932-2013-00840, 1061932-2013-00912.